Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2008, the patient had essure inserted. On (B)(6)2021, 4563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4563 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of right lower quadrant pain, left lower quadrant pain, parity 3, multi gravida, alcohol use (drinks alcohol on a social basis only), tobacco use disorder (currently smokes ½ pack per day), back pain (with radiation), painful intercourse, pressure in vagina and cervical conization on (B)(6) 2021, pelvic discomfort, mammogram, loop electrosurgical excision procedure and colposcopy. Concurrent conditions were listed as uterine prolapse since (B)(6) 2021 and pelvic pain, perineal pain and urge incontinence since (B)(6) 2021. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: drug removal date updated. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] on (B)(6) 2021: positive. [Pathology test] on (B)(6) 2021: gross description: identified as "uterus, cervix, bilateral tubes", is an intact total hysterectomy and bilateral salpingectomy specimen consisting of a uterus, cervix and attached bilateral fimbriated fallopian tubes. The left fallopian tube is 7 .0 cm in length and 0.5 cm in diameter and the right fallopian tube is 7.1 cm in length and 0.5 cm in diameter. The bilateral fallopian tubes each demonstrate metallic coil devices within their proximal lumens, but otherwise demonstrate unremarkable external and cut surfaces. Final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix with high grade squamous intraepithelial lesion (ciniii). Uterus with benign proliferative endometrium. Bilateral fallopian tubes with intraluminal metallic coil devices, no pathologic changes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter information, medical history, lab data ,drug stop date,event onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.